Event description:
Caller reported a cartridge alarm 30 that occurred during pumping. Blood glucose level did not exceed 500 mg/dl, confirming there was no adverse impact to the customer's blood glucose level. Cts decided to replace the pump, informed the caller about sending a replacement with updated software, and provided necessary training information. The caller agreed to use mdi as backup therapy and was instructed on returning the current pump, which they understood and acknowledged.